Event description:
It was reported that in 2008, the patient was treated with oral antibiotics (type unknown) when the implant site opened. At about eight days later, surgery was performed to move the device outside the bone bed, debride the implant site, insertion drains and re-position the device. The patient was treated with IV antibiotics (type unknown) for several days. Recently, the device was explanted due to continuing infection.